Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a dexcom g7 continuous glucose monitoring (cgm) sensor failure. The user¿s highest blood glucose (bg) was 423 mg/dl, confirmed by finger stick. The agent instructed the user to use bg run mode with manual entries until a new sensor was available. The user manually entered bg values (423 mg/dl, later 318 mg/dl), and insulin dosing resumed. The user's blood glucose (bg) was corrected through manual bg entries and resumed ilet insulin dosing. A replacement sensor was started, and patient was paired into the ilet. No symptoms were experienced by the user during the event, and no outside assistance, or medical intervention were reported.